Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® lh 170 i.u. Plus blood collection tube has been found experiencing four occurrences of flow issues during use. The following has been provided by the initial reporter: once butterfly needle inserted and connection pushed into vacutainer, blood would drip slowly into tube instead of flowing . The suction to draw blood through was not working - changed vials and the flow improved exceptionally. This requires patient to have needle in arm for a longer period which adds to their trauma.